Manufacturer narrative:
It is unknown if the sample will get returned or not. Argon has not received the sample for investigation yet. A follow-up report will be provided once the device has been received and reviewed.

Event description:
(B)(4). Argon lot number 11413445 ¿the PICC line was beeping occluded around 1215. PICC was broken down to the hub nearest insertion by np stephanie boes. Flushed by np well. At 1530 notified np of leaking PICC. After assessment by np mary pat, it was removed at 1555. The hub of the PICC line was cracked.¿

Event description:
(B)(4). Argon lot number: 11413445. ¿the PICC line was beeping occluded around 1215. PICC was broken down to the hub nearest insertion by np (B)(6). Flushed by np well. At 1530 notified np of leaking PICC. After assessment by np (B)(6), it was removed at 1555. The hub of the PICC line was cracked.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there was no sample returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining the definite root cause of the breakage and a corrective action is not possible. There have been no other complaints regarding this issue with this lot number. If a sample is returned at a future date, this complaint will be reopened for further evaluation at that time.